Manufacturer narrative:
(B)(4). S/w ver. 4.11j retainer ring = unknown case type = ngp on (B)(6) 2022 the customer reported moisture exposure. Device was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, missing display window cover. Device failed rewind and self tests. Motor rewind returned a pump error 38, and self test returned a pump error 75. Attempt to upload the unit¿s history and trace files using thus was successful. The case was cut open. After visual inspection, there is heavy corrosion just about everywhere inside the case. In summary, the customer¿s report of moisture exposure was confirmed. Pump errors 38 and 75 are due to the moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump did not function after customer went to the sea. No harm requiring medical intervention was reported. Customer will discontinue use of the device. The device was returned for analysis.